Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. No motor error alarm could be verified due to the unresponsive buttons. The motor passed the motor test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the up arrow button on the insulin pump is unresponsive. Customer's blood glucose level at the time 144mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.